Event description:
It was reported that balloon failed to deflate. A 10mm x 3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon would not deflate after inflation inside the coronary artery. The procedure was completed with another of the same device, and there were no patient complications.

Manufacturer narrative:
The returned product consisted of the wolverine cutting balloon. A visual and microscopic analysis of the device revealed that the inner wire lumen was stretched and bunched at 4.9cm from the tip of the device. An attempt was made to inflate the balloon, however failed to do so due to the inner lumen damage. It is possible excessive force was applied to the device during withdrawal attempts. This would result in the extrusion damage which would compromise the physician's ability to pull a vacuum during deflation attempts.

Event description:
It was reported that balloon failed to deflate. A 10mm x 3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon would not deflate after inflation inside the coronary artery. The procedure was completed with another of the same device, and there were no patient complications.